Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported scope had no light and no image, scope passes leak test. No negative impact in state of health reported.

Manufacturer narrative:
Conclusion: the hazard reported in this complaint was caused by fluid invasion of the scope which damaged the internal electronics and resulted in loss of image. This failure mode was attributed to fluid ingress rather than a material, component, or manufacturing deficiency. Therefore, trending analysis was not performed as the event is not indicative of a production or material related issue. This event is filed under internal complaint ID (B)(4).